Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that the catheter stuck in wheelchairs and got cut off. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a fractured catheter is confirmed. One photograph of a powerpicc was returned for evaluation. An initial visual observation of the photograph showed a powerpicc placed in a patient¿s arm. The photograph showed a powerpicc with a complete fracture of the catheter shaft from the distal end of the red luer hub. It is alleged in the event description that the catheter was caught in the wheels of a wheelchair. Evidence of use as well as biological residue is observed on the sample in the returned photograph. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that the catheter stuck in wheelchairs and got cut off. No other information was provided.